Event description:
It was reported that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. On an unspecified date, the patient was reported to have experienced a 40% reduction in lung capacity. There was no clinically significant delay reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.